Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and also buttons were not working. Customer was unable to successfully clear the alarm. Customer reported the time clock did not advance. Customer was able to clear the pump errors, power loss alarm and program pump and also time clock was advanced. Customer stated insulin pump had failed battery alarm. Customer was performed self test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected failed battery test alarms or missing segments or partial display anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. All buttons function properly; no moisture damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Device passed displacement test, sleep current measurement and active current measurement. Device received with same audio tone when switching from volume 5 to volume 1, pump error 63 was present in the device trace download and pump error 63 alarmed during selftest due to cracked solder joint at u1 pin 6 on keypad assembly. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case.